Event description:
The customer's mother reported via phone call that the insulin pump experienced a memory anomaly. She stated that the time and date reset when the battery was changed, and the insulin pump also lost other stored memory in the process as well. The customer's blood glucose was in the 200 and 300 mg/dl ranges. She stated that the customer and device were not present in order to proceed with the troubleshoot procedure. The caller requested replacement of the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.